Event description:
A (B)(6) female pt contacted zoll customer support to report that her charger would not power on. The pt was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon evaluation, the power supply cord was damaged. The damaged cord caused the charger to power on and charge intermittently. The root cause of the damaged cord cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective power cord. The pt received a replacement charger.